Manufacturer narrative:
Resmed has requested for the device to be returned so that an investigation can be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a power fault/not charging error message. There was no harm or serious injury reported as a result of the event.

Event description:
It was reported to resmed that an astral device displayed a power fault/not charging error message. There was no harm or serious injury reported as a result of the event.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to the device operating in high ambient temperatures. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).